Event description:
Ambulance personnel were attending to a pt, condition unk, during a severe rainstorm. The device would not function properly after getting wet. Specific nature of malfunction not reported. Pt outcome not reported.